Event description:
It was reported the patient received inappropriate therapy as the device detected the arrhythmia supra ventricular tachycardia (svt) as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.